Manufacturer narrative:
Investigation summary: in response to the event reported by the facility a device history review was conducted for lot number 1355837. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Flow velocity and pressure value are unknown. Without actual samples and photos returned by the customer, the ruptured state of the indwelling needle cannot be confirmed. 2. DHR review(lot#1355837): 1)the complaint gauge is 24g,assembly at auto line 2 in (B)(6) 2021,packaging at r240 packing machine in (B)(6) 2021, lot quantity is 186k. 2)reviewed the in process test and outgoing test reports for this lot products, all test results met the product specifications, no abnormality found. 3)reviewed the production records and machine troubleshooting records for this lot products, and no abnormality, deviation or rework activity discovered. The product specification states: the intended use for the bd intima ii device is the intravascular administration of fluids. Use of this product with power injectors will cause catheter leakage or product damage. Function test (45psi leakage test) was performed on retained sample of the complaint lot, the result is qualified. No similar compliant was received from the complaint lot. Conclusion(s): no abnormality is found on processes and retained sample. As no defective sample returned, and the usage is unknown, the root cause of the indwelling needle ruptured cannot be determined.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced ruptured tubing. The following information was provided by the initial reporter: the indwelling needle was ruptured during urokinase pumping. The indwelling needle was removed, pressed, and the puncture was re-used.